Manufacturer narrative:
A field service engineer (fse) was dispatched but customer canceled service call. Customer found test cup jammed under incubator cover. No errors noted. No further action required by the fse. The probable cause of the event was due to jammed test cup. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported error 4153 (c. Trans-z home overrun) and error 4275 (incubator slipping) with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.